Event description:
Fracture of polyethylene component of rt hip. Removal of total hip arthroplasty components, extensive debridement and irrigation. Rt hip pain, "metalosis" mechanical failure - acetabular component.